Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The polytetrafluoroethylene (ptfe) insulator was deformed. The reported condition could not be confirmed, but the ptfe insulator showed damage consistent with exposure to high heat. Visual inspection found eschar on the electrode blade and under ptfe insulation. The damage to the insulation indicates that the device was exposed to excessive heat from either the build up of eschar on the electrode or from using too high of a power setting on the generator. The customer did not report what power settings were used in the procedure. The investigation identified the probable root cause of the reported event to be user exposing the electrode to excessive heat either by using too high of a power setting on the generator or by allowing excessive eschar to build up on the electrode blade and under the blue shrink sleeve. The instructions for use (IFU) states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the beginning of the procedure, the tip of the device ignited. The tip was grasped with a cleaner to extinguish the fire and clean the tip. A new similar device was used to complete the procedure. The was no patient injury. No further information available at this time.